Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported shaft detachment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the device was being removed, interaction with the anatomy and/or other devices resulted in the reported shaft detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient underwent a coronary procedure to treat a target lesion in the left anterior descending artery. No difficulty was noted during advancement of the 4.0 x 15 mm xience alpine stent delivery system through the radial access and the stent was deployed without issue. The stent delivery system was removed from the patient anatomy and no difficulty was noted. Angiography was performed and it was noted that the balloon markers remained within the stent. It was then noted that the balloon of the stent delivery system had separated at the guidewire exit notch. A snare device was advanced and was successfully able to retrieve the separated balloon segment. No portion of the stent delivery system balloon remains in the patient anatomy. There were no adverse patient sequelae or a clinically significant delay. No additional information was provided.